Event description:
During a transfemoral tavr procedure, when pulling back the flex catheter for valve deployment, the amplatz wire was inadvertently advanced forward, causing a ventricular perforation. The patient's blood pressure dropped immediately to 40 systolic. Vasopressin and epinephrine were administered, and the flex catheter was pulled back over the balloon and the valve was pulled back into the aorta simultaneously. It was believed that the blood pressure drop may have resulted from a native leaflet being held open by the crimped valve, causing wide open aortic insufficiency (ai). A transesophageal echo (tee) revealed a new large pericardial effusion. The tip of the wire was seen beyond the lv apex on echo. The wire was pulled back into the ventricular apex. The blood pressure was not stable, and CPR was initiated. Ventricular fibrillation developed and the patient was defibrillated, resulting in sinus tachycardia. CPR continued until cardiopulmonary bypass was initiated. The sternum was opened and the ventricular perforation was sutured. The patient remained hemodynamically stable on cardiopulmonary bypass. The valve was then deployed without incident, placement 60:40 aortic/ventricular. No pvl or central ai was noted on tee post valve deployment. The delivery system was removed. The patient was taken off of cardiopulmonary bypass and the sternotomy was closed without incident. The 16fr esheath was removed. The patient then developed an agonal rhythm on EKG with no sustainable blood pressure and they expired on the operating room table. Per report, the patient was unable to recover due to prolonged hypotension with subsequent global ischemia. In addition, severe left ventricular hypertrophy and friable myocardium had increased the risk factors related to the perforation.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricular perforation was attributed to the wire movement during device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.